Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep" alarm. No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep". Visual inspection revealed pump to be in fair condition with a cracked rear housing and a scratched screen. Inspection of the pump's event log revealed no evidence of customer's reported problem. The moment the device was powered up, the device started double beeping. The downstream sensor was replaced. The cracked rear housing and scratched screen were also replaced. What caused the reported problem was the downstream sensor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump was noted to be fair, had a cracked rear housing and a scratched screen. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No evidence of the reported complaint found in the event history log. However, upon power up of the device, it began double beeping. The customer's complaint was verified. As a result, the downstream sensor was replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.